Event description:
Customer reported video is distorted and system locks up.

Manufacturer narrative:
Service rep found interconnect cable intermittent and also found a cable from control panel processor I/o to right control panel damaged. Ordered parts. In 05/2007, replaced interconnect cable and control panel processor cable. Unit is functional and operates as intended.